Event description:
The device came in for preventive maintenance and was found to have the tidal volume rebound problem from end stop.

Manufacturer narrative:
Device was sent in for scheduled pm (preventive maintenance), and a problem was found with the rotary flow valve. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).